Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported the distal end of the hypotube was about to fall apart during a procedure on the liver. The physician did not disclose any add'l details regarding the alleged event.

Manufacturer narrative:
The device in question was returned to boston scientific for technical analysis. Upon receipt of the device, it was noted that approx 46cm of the distal tip was removed from the plastic hoop dispenser with the remaining proximal end inserted into the plastic hoop. The distal segment of the wire which was partially removed from the hoop was flaccid at approx 16cm and 25cm from the distal tip. A j shape and notable tip separation damage was also observed at the distal tip. Blood residue was visible on the plastic hoop. The wire was soaked in cavicide for 15 minutes to decontaminate the device. A device history review (DHR) was performed which showed no unusual events in the assembly of this product or abnormal factors for the materials utilized in the making of the product. The device malfunction was confirmed through a visual examination that determined a tensile type break/malfunction had occurred. Boston scientific could not conclusively determine the cause of the malfunction. However, boston scientific believes this type of malfunction is most likely caused by the user's technique during the shaping of the tip. The instructions for use (IFU) instruct the user in proper tip shaping techniques, with expressed caution of the application of too much force in this notably delicate distal region of the product.